Event description:
Additional information from dr. (B)(6)'s office notes "we do not believe the death to be related to device/system or study. Additional details on patient's death are not available."

Event description:
It was reported that the patient deceased. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.